Manufacturer narrative:
The synergy ous mr 4.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent identified that the crimped stent was damaged on the midsection of the stent with struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. The device was tracked without issues on a 0.0140 test guidewire. Functional testing was performed. The device was soaked in a 37degree celsius water bath to soften dried media and the device was inflated, held pressure, and deflated within 15 seconds and stent deployed without issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-sep-2021. It was reported that device failure occurred. During unpacking of a 4.00 x 28 synergy drug-eluting stent it was noted that the device had failed. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed stent damage.